Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was depleting quickly. The patient underwent an explant procedure. The explanted ipg was not returned.

Event description:
It was reported that the patients ipg was depleting quickly. The patient underwent an explant procedure. The explanted ipg was not returned. Additional information was received that the patient was also experiencing discomfort with the implanted device.